Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced an event where infusion set needle was difficult to remove on (B)(6) 2025. No further information available.